Event description:
In 2008, the pt reported that she has been experiencing 04 (occlusion) errors and two days earlier, the pt's blood glucose was elevated to 475 mg/dl. She attempted to bolus through the infusion device and she received an 04. She then found that the cog wheel of the piston rod was cracked and she was sent a replacement piston rod. She reconnected to her infusion device on original date and stated, she received three 04 errors while attempting to bolus for meals. She returned home and her blood glucose measured 45 mg/dl. She drank a can of soda to elevate her blood glucose. To troubleshoot the pt was instructed to disconnect from her infusion device and to perform a prime, the infusion device occluded. She was then instructed to remove the infusion tubing and she was able to prime without error. The patient attached a new infusion tubing and she was able to prime without error. She reconnected to her infusion site and bolused without error. The patient called back the next day, and stated she was still experiencing occlusion errors. She stated that she was using a new piston rod and adapter. To troubleshoot, she removed the insulin cartridge and piston rod from the infusion device and she was able to prime without error. She reinserted the piston rod and insulin cartridge and performed a prime. The infusion device occluded. She stated that she will switch to injection therapy. She was sent a replacement piston rod, adapter, and battery. Upon follow up three days later, the patient reported that she received the replacement product and "everything is working fine". The patient did not require medical assistance from a healthcare professional or second party to address the issue. She did not retain the piston rod to be returned for evaluation. The patient will return the infusion tubing for evaluation.